Event description:
A customer reported that the usb port was exposed and cracked. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting after reporting the issue via email. No additional information was received regarding the outcome of the event.